Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that plastic ring of reservoir lip ring was fallen off. Customers blood glucose level at the time of incident was 6.8 mmol/l. Customer also states that the crack by battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with case cracked behind the device at the corner of the belt clip rails and cracked battery tube threads. The reservoir tube, reservoir tube lip, and retainer were inspected and no damage or anomaly noted. (B)(4).